Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2016 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 600 mg/dl. No further information was provided. Animas customer technical support made several attempts to obtain more information; however, the reporter did not respond to follow-up attempts. Troubleshooting of the pump was not completed by animas customer technical support because the pump was not available at the time the complaint was reported to animas. This complaint is being reported because the reporter alleged an inaccurate delivery issue with the pump resulting in serious injury to the patient.